Event description:
It was reported that during a stenting procedure, a xience prime 4.0 x 12 mm stent was implanted in a left main (lm) artery. A xience prime 2.5 x 33 mm stent was implanted in a mid right coronary artery (mrca) and a type one perforation occurred. Angioplasty was done and a xience prime 2.5 x 15 mm stent was implanted as successful treatment for the perforation. Another xience prime 2.5 x 33 mm stent was implanted in a mid left anterior descending artery (mlad). This was reported as a non-serious event per the study physician. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of perforation, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.